Event description:
It was reported that the customer experienced a "high" blood glucose level. Cause was unknown, and a specific bg value was not provided. Troubleshooting with a clinical specialist was performed and a root cause was not determined. A manual insulin injection was administered to address bg level. Reportedly, the customer reverted to manual injections for continued insulin therapy.

Manufacturer narrative:
Device not returned.